Event description:
Event description boston scientific received information that this coronary sinus lead exhibited a gradual increase in pacing impedance, up from 755 ohms in july of 2005 to 1500 ohms in may 2006, to >2000 ohms currently. A boston scientific technical services consultant discussed measuring the lead impedance in various pacing configurations; the boston scientific representative reported that the impedance was >2000 ohms in all four configurations. A lead fracture was suspected. Technical services suggested an x-ray to evaluate the lead.